Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6) medical products inc. Manufactured the cruciform screwdriver blade hex coupling/small, p/n 03.505.205, and lot number 7363346 for po (B)(4). The supplier¿s certificate of compliance indicates the parts were manufactured to p/n 03.505.205, revision ¿d¿ and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number (B)(4) revision ¿e¿ there were no non-conformance reports generated for this lot. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was performed. The tip is broken. The articles where analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We are not able to determine the exact cause which has led to this occurrence. It appears that too much mechanical force had been applied during the surgery. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported the product was received with a broken tip this is report 1 of 3 for (B)(4).